Event description:
It was reported that the external pulse generator had a broken ventricular socket. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken and therefore it was replaced. Analysis also found that the battery release, battery release o-ring, ring cover and battery drawer were contaminated, that the lead flex cover was corroded, the side bail covers were broken and the ring bail was bent. (B)(4).